Event description:
No flow was reported to have occurred during the use of a clearlink continu-flo solution set. According to the report, a nurse was unable to deliver medication through the upper y-site of the set. The medication in use at the time was unknown. The nurse was able to deliver the same medication at the lower y-site. This occurred during patient use, though no patient injury or medical intervention was associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.